Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was not detecting the front-to-back ECG signal and was resetting when connected to an electrode belt. The root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that the patient's monitor kept displaying a service code 204. The patient was issued a replacement monitor.